Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and one month later, x-ray kidney, ureter and bladder demonstrated that an inferior vena cava filter was seen. One of its legs along the right lateral aspect appeared truncated, and fractured. X-ray of chest posteroanterior and lateral demonstrated that there was an inferior vena cava filter anterior to the upper lumbar spine. In addition, a tiny metallic density overlay the most anterior inferior aspect of the chest on the lateral view and just below the 11th rib projected to the left of midline on the frontal view. There appeared to be a second metallic density just to the right of the right heart border at the t9 level which might represent a limb of the filter. Approximately twenty five days later, computed tomography (CT) revealed that a metallic density consistent with a broken leg of an inferior vena cava filter was seen posterior to the level of the right pulmonary vein and likely within a small branch of the lower lobe pulmonary artery. A metallic density again consistent with a broken leg of an inferior vena cava filter was identified projected at the level of the base of the apex of the right ventricle and perhaps extended into the pericardium. Computed tomography of abdomen and pelvis without intravenous contrast demonstrated that a metallic density projected over the right ventricular apex consistent with broken leg upper the inferior vena cava filter. In the periphery of the lower pole of the right kidney was a metallic density consistent with a broken leg from the inferior vena cava filter. This might have embolized by the renal artery. Several of the inferior vena cava filter legs projected over likely a loop of bowel anteriorly and posterior to the adjacent vertebral body. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date; 05/2007),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully and the reason for filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter struts detached and perforated. The broken filter leg projected at the apex of the right ventricle and extended into the pericardium. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter struts detached and perforated. The broken filter leg projected at the apex of the right ventricle and extended into the pericardium. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.